Manufacturer narrative:
For regularization - retrospective review / FDA request. Failure of inserting the screwdriver in the screw cannot be attributed to the manufacturing process, post-manufacturing analysis of data was therefore not carried out. This incident could only have occurred after packaging, since screw recesses are checked twice as part of the post-manufacturing controls. The reason the screw could not be inserted on the screwdriver is two-fold : the screw recess was deformed and the entire length of the screw was also deformed. As mentioned on the packaging and i.f.u, these screws must be stored at a temperature which does not exceed 40°c. However, this deformation was caused by the screw being exposed for several minutes to a temperature greater than that of the glass transition temperature of the polymer. Exposure to the heat source made the material malleable and caused full-length collapse of the screw under its own weight. The conclusions regarding the defect of this screw : exposure to a too important heat source. This incident could have occurred during transport or storage.

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. Screw did not fit appropriate driver.